Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2010. The patient underwent mesh explantation and implantation of miniarc- ams on (B)(6) 2010 due to stress urinary incontinence. No further details. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring and other complications. It was reported that the patient also underwent mesh revision on (B)(6) 2010, mesh explant on (B)(6) 2010 and mesh revision on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.